Event description:
It was reported that the surgeon noticed that the cartridge of the preloaded device was cracked while inserting into patient's left eye. Only the cartridge tip made contact with the eye. The device was removed and a new intraocular lens (iol) was opened. The patient has recovered. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: the complaint handpiece was received loose inside of a bag. Visual inspection under magnification revealed that the handpiece was received with the lens stuck in the cartridge tip and with the plunger rod advanced up to the lens. A crack was observed that stretched from the tube to the tip of the cartridge. Inspection of the external assembly revealed that there were no gaps or issues that could contribute to the lens becoming stuck in the cartridge. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, the issue could not be confirmed as related to manufacturing. Conclusion: the reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.